Event description:
Reporter indicated that pt was experiencing an increase in seizures. Further follow-up revealed that in 2007, the treating physician had intended to increase the device settings; however, the vns device was actually turned off. This was likely to be caused by an interruption in programming or diagnostics. The physician was unaware the device was turned off. Approx two months later, the pt's vns therapy system was turned back on by the surgeon's office. During this two month period, the pt reported an increase in seizures. Further follow up with the pt's treating physician indicated that the pt has not been evaluated since the event was reported. It is unknown if the increase in seizures is above pre-vns baseline.

Manufacturer narrative:
Device failure is suspected.